Event description:
The reusable tibial tray impactor tip broke upon impaction at the point where the tip connects to the impactor handle. The reusable femoral impactor head broke upon impaction at the point where the tip connects to the impactor handle. Surgeon was able to proceed with procedure. No known adverse effect to patient.

Manufacturer narrative:
The reusable tibial tray impactor tip broke upon impaction at the point where the tip connects to the impactor handle. The reusable femoral impactor head broke upon impaction at the point where the tip connects to the impactor handle. Surgeon was able to proceed with procedure. No known adverse effect to patient. Parts were not returned for evaluation. Lot numbers are unknown. Investigation cannot be completed.